Event description:
The customer reported to olympus, the evis exera iii xenon light source was not producing an image when connected to a gastrointestinal scope. Upon inspection and testing of the returned device, a non-designated non-olympus light bulb needed replacement due to a meter reading of over 500 hours. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of use of a non-designated lamp found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was unable to be duplicated. The device functioned properly with all scopes, however; a non-olympus light bulb with a meter reading of over 500 hours was discovered. In addition, the rear panel had rust but it did not affect the functionality of the device. Also, it was recommended to upgrade the software version from the current 1.02. The device was repaired, inspected, and passed olympus functional standards. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be duplicated. Olympus will continue to monitor field performance for this device.